Event description:
The patient was reprogrammed and did well. A couple weeks later the patient experienced no stimulation sensation.

Event description:
It was reported that the patient fully charged his stimulator on (B)(6)-2011 and felt stimulation. He went to bed and woke up on (B)(6)-2011 with no stimulation sensation and experienced a loss of therapeutic effect. Both the recharger and the programmer were functioning properly and the stimulator was set to 4.0 volts. The patient denied any falls or trauma. Additional information has been re quested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), accessory model 37752, serial# (B)(4), lead model 3778-60, serial#(B)(4), implanted: 2010-(B)(6), explanted: na, lead model 3778-60 serial# (B)(4), implanted: 2010-(B)(6), explanted: na.